Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: an evaluation of the photos provided confirmed the report. The photos showed the device in the plastic tray. The trigger cord attached to the barrel with two (2) bands (one (1) amber and one (1) black) were pictured confirming difficulty deploying the last two (2) bands. A complete investigation could not be performed without return of the complaint device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information received indicated that the user utilized the mbl-6-f to ligate the vein at the tumor area in the rectum. This is outside the intended use of the mbl-6-f device. The instructions for use advise the user: "this device is used to endoscopically ligate esophageal varices at or above the gastroesophageal junction or to ligate hemorrhoids." Use of the device outside the intended use is the most likely cause for the reported observation. The information received indicated a fuji eg-600wn endoscope was used to deploy the bands. We were unable to determine the outer diameter of this endoscope. The recommended range for the mbl-6-f device is 9.5 - 13 mm. Use of the device with an incompatible endoscope can contribute to the reported observation. Difficulty in effectively deploying bands can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following precaution: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used to ligate the vein at the tumor area in the rectum, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure, the physician used a cook 6 shooter saeed multi-band ligator. The user utilized the mbl-6-f to ligate the vein at the tumor area, but could not release the sixth band [unable to deploy]. Additional information was received on 29-aug-2019: the customer confirmed there were four (4) bands successfully released with no issue, and the last two (2) bands had issues releasing during the procedure [unable to deploy]. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During an endoscopic procedure, the physician used a cook 6 shooter saeed multi-band ligator. The user utilized the mbl-6-f to ligate the vein at the tumor area, but could not release the sixth band [unable to deploy]. Additional information was received on 29-aug-2019: the customer confirmed there were four (4) bands successfully released with no issue, and the last two (2) bands had issues releasing during the procedure [unable to deploy]. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the returned product could not confirm difficulty deploying the bands. The trigger cord attached to the barrel with two bands (one amber and one black band), two-way handle and irrigation adapter were included in the return. A loading catheter was not included in the return. A loading catheter from our shelf stock was used for functional testing. During our laboratory analysis, the multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands constricted and functioned as intended. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Photos were provided and reviewed. An evaluation of the photos provided confirmed the report. The photos showed the device in the plastic tray. The trigger cord attached to the barrel with two (2) bands (one (1) amber and one (1) black) were pictured confirming difficulty deploying the last two (2) bands. A complete investigation could not be performed without return of the complaint device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information received indicated that the user utilized the mbl-6-f to ligate the vein at the tumor area in the rectum. This is outside the intended use of the mbl-6-f device. The instructions for use advise the user: "this device is used to endoscopically ligate esophageal varices at or above the gastroesophageal junction or to ligate hemorrhoids." Use of the device outside the intended use is the most likely cause for the reported observation. The information received indicated a fuji eg-600wn endoscope was used to deploy the bands. We were unable to determine the outer diameter of this endoscope. The recommended range for the mbl-6-f device is 9.5 - 13 mm. Use of the device with an incompatible endoscope can contribute to the reported observation. Difficulty in effectively deploying bands can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following precaution: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.